Event description:
It was reported that during a laparoscopic gastric bypass procedure, the teflon pad fell off of the grasper tip. Both instrument and pad will be returned. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. It is possible that the tissue pad was detached by coming in contact with something that forced it to detach from the clamp arm. No conclusion could be reached on how the tissue pad was detached from the clamp arm.